Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf evaluation result code c070601 captures the reportable investigation results of sheath detached. Block h11: the returned stone cone nitinol retrieval coil was analyzed, and a visual evaluation noted the coil sheath was peeled, and the coil was tangled. It is most likely that the damage was caused by using excessive force or manipulation. It is probable that during testing of the coil, force was exerted causing the wire to peel and became tangled. The instructions for use indicates if resistance is encountered while attempting to withdraw the coil do not exert excessive force. To release the object from the device, advance the sheath to straighten the coil and remove the device. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a flexible ureteroscopic lithotripsy procedure, the stone cone nitinol retrieval coil was used, and it was noted that the coil did not retract on exit. Another of the same device was used to complete the procedure. No patient complications were noted. Analysis of the returned device identified sheath detached.